Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. The balloon was inflated to 15 atmospheres to deploy the stent. There was difficulty deflating a 3.0 x 15 mm xience xpedition balloon because it was sticking to the stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.